Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is swollen lymph nodes, lymph drainage lump, edema and exchange from textured to smooth. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported "swollen lymph nodes, lymph drainage lump, edema and exchange from textured to smooth. Patient also reported "chronic fatigue, hair loss and digestive issues"; these events are not device related. Device remains implanted. This record is for the left side.